Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).

Event description:
The event involved spinning spiros, and it was reported that a spiros detach from a primary line, causing medication to leak. The drug leaked onto the patient¿s clothes, mainly on her abdomen and leg. The patient removed her clothes and washed the area 3 times with soap and water, then put on hospital scrubs. Patient's skin was intact and no irritation when she left our infusion center. There was a delay of about an hour since the remaining drug had to be stopped until the spill is cleaned and contact the provider. There was patient involvement, and no patient harm was reported.

Manufacturer narrative:
Investigation summary: one (1) used. List #ch2000s-c, spinning spiros® closed male luer, red cap was returned for evaluation. As received, the spinning mechanism was not activated. No additional damage or anomalies were confirmed. No damage on the spiro's splines and good shear tab activation was observed. The male and female luer passed the iso design expectations as well. Complaint of disconnection / loose connection can be confirmed. The probable cause spiros was never activated correctly, according dfu instructions. - grasp spiros and attach to standard male luer of administration device. Attach in a straight manner. Twist devices together until a click is heard and the spiros begins to rotate freely. Spiros is now permanently attached to luer. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.